Event description:
It was reported the pt's coverage had changed and the physician had taken an x-ray; the lead had the physician had taken an x-ray; the lead had migrated. The physician replaced the lead. It was reported the pt rec'd effective coverage with the new lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.